Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects present in auxiliary water channel, corroded light guide (lg) lens, dirty circuit board unit in the scope connector. Based on the results of the investigation, and since the b30 error message was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the corroded lens was component failure. The most likely cause of the dirty circuit board was water leakage. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error b30. There were no reports of patient harm.